Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. A separation, with abrasion adjacent, was noted on the exhaust tube of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the inlet tube of the pump. Abrasion was also noted on the shorter exhaust tube of the pump. No functional abnormalities are noted with cylinder 1 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer exhaust tube of the pump. In addition, the confined abrasion noted adjacent to the separation in the cylinder 2 exhaust tube indicated that the tubing may have kinked onto itself for a period of time, resulting in the separation. Separations of these types would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a break in the left cylinder tubing was reported. The device was explanted and replaced with another inflatable device. The device was damaged (suture puncture in cylinder (pt l)) to facilitate explant.